Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post leadless implantable pulse generator (ipg) implant the thresholds and impedance were noted to have increased. The device remains in use. No patient complications have been reported as a result of this event.